Event description:
It was reported that during a left upper lobectomy, the surgeon noted the scalpel could not cut and coagulate after working one hour. Changed to another one to complete. No adverse event occurred.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the jaws closed and the torque wrench stuck at the rotation knob interface. In addition, the clamp arm was found to be damaged at the interface area of the inner tube. The tissue pad was found in good physical condition and properly attached to the clamp arm. During mechanical testing the jaws did not open and close as intended and the shaft of the device did no rotate. Upon functional testing the instrument activated on a generator and no alert screens were displayed. The torque wrench was misaligned while being engaged to the rotation knob and became stuck. The jaws could not be opened and closed and that the shaft could not be rotated due to this. Because of the condition of the clam arm, we could not test the performance of the instrument. No conclusion as to how the clamp arm was damaged.